Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not fully infuse. The device was filled with 3000 mg of fluorouracil diluted in 32 ml of 5% glucose. The expected infusion time was 46 hours however after 75 hours about 30 ml of solution still remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufactured date: june 09, 2016 ¿ june 11, 2016. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and there were no signs of blockage or physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed and was found to be within the product specification range of 1.80 ¿ 2.20 ml/hr. The reported issue was not verified. The sample was conforming to all specifications. Should additional relevant information become available, a supplemental report will be submitted.